Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user at camp experienced fluctuating blood glucose levels while using the ilet, attributed to differences in meals and exercise, and the user¿s caregiver contacted support to arrange additional training. Symptoms included episodes of low and high glucose, with the pt reporting they "felt low". Outcomes included no hospitalization and scheduling for additional training. Investigation included a review of the event details and provision for additional training support. Investigation of this case revealed no device malfunction reported and that the events were consistent with variable glycemic control due to situational factors, with oral glucose cited as a treatment for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.